Manufacturer narrative:
The insulin pump received with blank display with intermittent vibration, problem was isolated to printed circuit board. No flashing display anomaly noted. Unable to perform functional test including verifying of operating currents and self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Device received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a blank display and had a flashing light. The customer's blood glucose was 68mg/dl. Customer stated the display did not return. Customer was unable to run self-test, due to blank display. The customer was advised the pump will be replaced.